Event description:
Related manufacturer reference number: 3006705815-2023-04551. Lead was explanted and replaced to address the issue regarding high impedances. It was also reported the patient experienced pain located at the ipg site. As such the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000129977.

Event description:
It was reported the patient was unable to enter into MRI mode due to high impedances. As such, surgical intervention may occur to address the issue. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.